Event description:
A healthcare professional noted on imaging with a patient¿s inspira textured silicone gel filled breast implant ¿ with keyhole's sign towards the anterior border as well as linguine on the posterior border compatible with rupture of the internal capsule","mastalgia", "mastitis due to silicone leakage" and ¿fat nodules in the outer quadrant¿ against right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.